Event description:
Device was returned for hose replacement. During the service technician replaced various components. Pre-repair assessment showed low rpm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device came in for service and was repaired by technician. Pre-repair assessment showed low rpm and component damage due to faulty construction. Design. Parts were replaced and device was repaired and returned.